Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4/5 using rhbmp-2/acs. Post-op, reportedly the patient had nerve compression caused by bone overgrowths and required two additional surgeries because of the rhbmp-2/acs. It caused daily pain and disability. The bone overgrowth went into the foramen below the fusion site well as above all the way up to next level on the left side.